Manufacturer narrative:
Additional information was received that the patient was charging the ipg frequently. The patient had a previous revision wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient¿s ipg was failing and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician wanted to upgrade the patient¿s ipg due to the age of the battery. The patient underwent an ipg replacement procedure and did well post operatively. No malfunction was suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was failing and was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was failing and was not holding a charge. The patient will undergo an ipg replacement procedure.